Event description:
It was reported that liner tear occurred. Vascular access was obtained via a femoral approach. The anatomy was moderately tortuous. A 14 f isleeve introducer sheath was inserted. Balloon aortic valvuloplasty (bav) was performed with a non-bsc balloon. An unspecified valve was implanted. Following implant, trace paravalvular leak was noted. The dilator was advanced into 14f isleeve introducer sheath for removal from the patient. When the 14f isleeve introducer sheath was removed, a liner tear was noted along the middle part of the sheath that was approximately 15cm in length. No patient complications were reported.

Manufacturer narrative:
H3 device eval by manufacturer: device analysis of the returned isleeve sheath revealed that one of the seams is torn/liner tear from 5.7cm from the distal tip to 17.6cm from the distal tip. Two of the seams have started to expand. The tip is torn and damaged. There is no indication that the device was damaged prior to use. The device became damaged after being used during a procedure on moderately tortuous lesion.

Event description:
It was reported that liner tear occurred. Vascular access was obtained via a femoral approach. The anatomy was moderately tortuous. A 14 f isleeve introducer sheath was inserted. Balloon aortic valvuloplasty (bav) was performed with a non-bsc balloon. An unspecified valve was implanted. Following implant, trace paravalvular leak was noted. The dilator was advanced into 14f isleeve introducer sheath for removal from the patient. When the 14f isleeve introducer sheath was removed, a liner tear was noted along the middle part of the sheath that was approximately 15cm in length. No patient complications were reported.